Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer's blood glucose level was 6 mmol/l. The customer reported that they were walking around the house when the alarm occurred. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the error recurred within a week of troubleshooting previous occurrence. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not respond to keypad presses. There were no signs of previous moisture presence on the boards and motor inside the device. After swapping the boards into another case and then swapping a known good electrical board onto electrical board, the keypad anomaly persisted and seems to be isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the keypad anomaly.